Event description:
It was reported that during the implant attempt, two right atrial leads were attempted, but were unable to be placed in the appendage or lateral wall due to the patient anatomy. The leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, two right ventricular leads were attempted, but were unable to be placed in the appendage or lateral wall. The leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4).